Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was implanted without any reported issues. It is reported that post implant that the patient has blood on the brain. It is not known if this issue is in any way related to this patient's stent. Patient is to have an MRI.